Event description:
The customer reported that x-rays were not being generated, and there was no live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera was replaced. The system was then found to be operating as intended.